Event description:
Pt's tidal volumes were decreased while she was on her wheelchair vent. Mom decided to place client on her backup vent and turned it on to switch vents. The backup vent s/n (B)(4) would not turn on; the screen lit up white and the green breath indicator light came on, but the start up screen and greeting never started. Then mom was unable to turn the vent off or get it to start ventilating. Mom and another caregiver bagged (B)(6) for a minute and placed her back to the wheelchair vent. Tidal volumes went back to normal when placed back on the wheelchair vent. Phs exchanged the backup vent the same day.